Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested event occurred due to complex stress such as mechanical stress by interference with endo therapy accessories, chemical attack by chemical solutions, etcetera. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer, the light guide lens adhesive on the evis lucera duodenovideoscope was peeling. No patient harm reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The adhesive part of the lighting lens had peeled off due to handling. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. The bending angle in the up direction was exceeded due to the collapse of the curved tube due to an external factor. The curved rubber adhesive part was cracked due to an external factor. There were scratches on the insertion part cover, tip cover, operation part, switch box, up/down/right/left knobs, right/left angle fixing knob, up/down angle fixing lever, grip, universal cord, scope connector, and scope connector side of the universal cord due to external factors. Water cover was observed on the electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.